Event description:
The date of the event is unknown. It was reported that a leak of an unspecified solution in the tubing was noticed. No medical intervention was required and no patient harm reported. No other details of patient or events are available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. Visual inspection and functional testing of the IV administration set were performed resulting in liquid leaking from the smartsite valve. Additionally, the top cap of the smartsite valve was viewed under the microscope and a hole was identified. The customer's experience of a leak in the primary infusion set was confirmed. The root cause of the hole is unknown; however, the hole is consistent with a needle stick. A query was performed and no quality notifications were found for the smartsite valve ID number received. Needle-based injections are not compatible with smartsite valve ports sets.